Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the quantum maverick monorail balloon ruptured. The 90% stenotic lesion was located in the severely calcified mid-left anterior descending (lad) coronary artery. The quantum maverick monorail balloon ruptured during the second inflation at 14 atms. The first inflation was to 8 atms. The procedure was completed with a different manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."